Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a bent jaw. The instrument was not used on the patient. There were no reports of patient involvement or injuries.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip that is completely detached from its base. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.